Event description:
The pt's family member called to report that the pt was incoherent and they used the suspect device to check pt's blood glucose. Pt obtained a result of 122mg/dl. Family member then called the ambulance. Emergency medical technician arrived and they checked pt's glucose level at 33mg/dl with their equipment. Pt was treated with a glucose IV. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.